Manufacturer narrative:
Therapy date - the date of the event was reported as an unknown day in (B)(6) 2017. Address - (B)(6). Postal code - (B)(6). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set backflowed. During setup when the air vent was opened and the drip chamber was full, an unspecified amount of an unknown chemotherapy drug backflowed through the vent. There was no patient injury or medical intervention associated with this event. No additional information is available.